Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: catheter. The evaluation conclusion code applies to model # 863720 and the evaluation conclusion code applies to model # 8709.

Event description:
Information was received from a healthcare provider regarding a patient receiving medication via an implantable pump for non-malignant pain and other non-malignant pain. The patient, a (B)(6), was admitting on (B)(6) 2015. The preoperative and postoperative diagnosis was pump malfunction. The pain pump had been placed many years ago and never really gave her the relief she wanted. The pump died a couple of years ago and was no longer being used, so the patient was brought to surgery for removal of the pump and catheter. The intrathecal catheter came back without any difficulty. The abdominal wound was made with a #10 blade and bleeding was controlled with the bipolar and plasma blade. Dissection sharply carried through scar tissue and identified the mesh. The pump was dissected free and was then delivered from the wound. The remaining catheter was dissected out as well. Once it was free and clear, the healthcare provider tried to remove the catheter out through the abdominal area or through the back area, but it seemed like it was caught and would not go either way. They looked to see if there was another anchor spot, but could not see one on the skin. The catheter snapped into the abdominal area as well as in the back area, so there was probably some amount of retained catheter in the flank area. The patient tolerated the procedure well and was transported in stable condition to the recovery room.

Event description:
It was reported by a healthcare professional (hcp) that the patient stopped using the pump because she wasn't getting enough relief and wasn't able to stop oral medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.